Event description:
In the process of transferring resident from the bed to the recliner using the arjo lift the snap of the canvas became loose and unhooked causing the canvas to tilt backward and the resident's head hit the lift sustaining a laceration 1 inch long.